Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and cystocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that post insertion the patient additionally experienced recurrence and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary retention and urinary frequency.